Manufacturer narrative:
According to available information, this device was reprogrammed and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode and was hospitalized. A review of the electrogram revealed broad complex tachycardia which may have been slow ventricular tachycardia or a pacemaker related issue. A review of the device memory revealed no arrhythmia detections. In addition, no device issues were revealed. A retrograde conduction test was performed. Pacemaker-mediated tachycardia (pmt) was initiated. The device settings were reprogrammed to prevent further pmt. It was thought the pmt may have contributed to the syncope or the patient's blood pressure related issues. This device was reprogrammed and remains in service.